Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes\unilateral occlusion(right tube occluded)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion spontaneous and pregnancy termination. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic/lower pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes-bladder"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vaginal. Infection"), vaginal discharge ("vaginal. Discharge"), headache ("headache"), visual impairment ("vision problem") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, dermatitis allergic, urinary tract infection, vaginal infection, vaginal discharge, alopecia, headache, visual impairment, weight increased, gastrointestinal disorder, vaginal haemorrhage, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse ), apareunia , pelvic/ abdominal , back essure insertion date provided in pif : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1. No retrograde opacification of the right fallopian tube at the site of the essure device or distal to this or seen freely in the right peritoneal cavity. 2. A normal caliber left fallopian tube is opacified, there is no free spill on the left side into the peritoneal cavity. The leftsided essure device appears separate from this retrograde filling of fallopian tube. It appears to be oriented in the craniocaudal direction superior to the expected course of the left fallopian tube.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s)(unspecified) result : right occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received. Reporters information, lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes\unilateral occlusion(right tube occluded)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced migraine ("migraines / headaches"). In (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic/lower pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2012, the patient experienced bladder disorder ("bladder or urinary problems or changes-bladder"). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse ),"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vaginal. Infection"), vaginal discharge ("vaginal. Discharge"), headache ("headache"), visual impairment ("vision problem") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, urinary tract infection, vaginal infection, vaginal discharge, alopecia, headache, visual impairment, weight increased, gastrointestinal disorder, vaginal haemorrhage, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse ), apareunia , pelvic/ abdominal , back. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: essure confirmation test(s)(unspecified) result : right occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Reporter information added. Events: abnormal bleeding (vaginal), bladder or urinary problems or changes-bladder, migraines / headaches added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse ),"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain /chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dermatitis allergic ("allergy: rash/skin condition"), urinary tract infection ("uti"), vaginal infection ("vaginal. Infection"), vaginal discharge ("vaginal. Discharge"), alopecia ("hair loss"), headache ("headache"), visual impairment ("vision problem") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, urinary tract infection, vaginal infection, vaginal discharge, alopecia, headache, visual impairment, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse ), apareunia , pelvic/ abdominal , back. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s)(unspecified) : right occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporters information updated. Event: injury were updated dyspareunia (painful sexual intercourse ),.new events: apareunia , pelvic pain , abdominal pain, back pain , menorrhagia (heavy menstrual bleeding), general abnormal. Bleeding, allergy: rash/skin condition,uti, vaginal. Infection, vaginal. Discharge. Perforation: fallopian tubes,gi conditions, hair loss, headaches, vision problem ,weight gain were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.